Event description:
I have a nucleus 7 cochlear implant that has become dislodged after an MRI! This has caused hearing loss and remapping of my implant in order to hear. Two leads so far have been turned off due to static and auditory malfunction. No headwrap was used during MRI and the technologist did not see my MRI card. Continued breakdown of tissue occurs as well as swelling, redness, migraines, vomiting, dizziness. I will be going back to office today (B)(6) 2024 to see if more remapping can be done as I cannot hear well at all! Please contact with further details at (B)(6).